Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00242-00. The date of that submission was 12-aug-2025. B3: date of event is unknown, no information has been provided to date. D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that when the user attempted to use it, the device would not inflate. There was no reported patient involvement.